Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 14-feb-2024. H.6 investigation summary : this complaint is for misidentification of escherichia coli as enterobacter cloacae when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3311828. The customer did not return panels or phoenix generated lab reports but provided binary files and isolates for the investigation. The customer returned isolates were verified on a bruker maldi biotyper and labeled as escherichia coli sq-1, e. Coli sq-3, e. Coli sq-5 and e. Coli sq-6. To investigate, two retention panels from the complaint batch were tested using customer returned isolates e. Coli sq-1, e. Coli sq-3, e. Coli sq-5 and e. Coli sq-6 on a phoenix m50 machine and evaluated for identification results. Also, one control panel each from the same material but different batch were inoculated with customer returned isolates e. Coli sq-1, e. Coli sq-3, e. Coli sq-5 and e. Coli sq-6 to observe for misidentification. The twelve panels tested identified the isolates as e. Coli, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed three additional complaints on batch 3311828, related to this defect and not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported when using the panel phoenix nmic/ID-307, enterobacter cloacae was misidentified as escherichia coli. Repeat testing occurred with the identical panel type and batch number confirming escherichia coli. There was no report of patient impact.

Manufacturer narrative:
The following field has an additional phone number: e.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the panel phoenix nmic/(B)(6), enterobacter cloacae was misidentified as escherichia coli. Repeat testing occurred with the identical panel type and batch number confirming escherichia coli. There was no report of patient impact.